Event description:
Complainant experienced deflation difficulties based on based on a report that the balloon doesn't deflate, the same issue occurred with two (2) different devices in patient's that had already expired from unspecified medical causes unrelated to the fms system.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Information referenced via email is indicated as follows: the nurses reported that they have had two situations where the flex-seal balloon would not deflate. Both instances occurred in patients that were deceased so removal was not an issue. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Please note: event description references "two (2) different devices would not deflate" therefore; a separate 3500a form has been completed for the other case under patient identifier#: 332920 and MFR. Report#: 2243969-2014-00149. (This is report 2 of 2 to capture these cases). Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.